Event description:
Customer reported a venous line disconnect from a 15 gauge fistula needle which was connected to the arm. The customer states the machine did not alarm. There was an approximate blood loss of 1 liter. The patient was ok. 2/05 - additional information from the user facility indicates that the 15 gauge fistula needle partially dislodged from the patients arm. The patient lost 150cc not 1 liter as first reported. The patient was transferred to another machine to continue dialysis. The blood pump speed was set at 500ml/min. The incident occurred approximately 3hrs into the treatment.